Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, different wall outlets, and alternative wall adaptor and cable. There was no reported impact to the customer¿s blood glucose level. Customer was informed pump was within warranty, was instructed to allow battery to fully deplete before return, and was provided storage and return instructions, and technical support arranged shipment of replacement pump while customer declined to share information about backup insulin therapy.